Manufacturer narrative:
(B)(4).

Event description:
The hcp reported a pump motor stall due to magnetic resonance imaging (MRI) with no recovery. Patient also reported hearing an alarm (B)(6) ago, but nothing was noted in the event logs between (B)(6) 2011 and (B)(6) 2011. Patient said his leg was hurting. A follow-up report will be sent if additional information becomes available.